Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. The 45-day routine follow up was within normal limits and the patient did not have a one (1) year follow up performed. 504 days post index procedure, the patient presented to the emergency department with transient ischemic attack (tia) like symptoms, yet the patient declined admission to the hospital. The patient had a transesophageal echocardiogram (tee) 588 days post index procedure, which showed a small mobile echo density located on the surface of the closure device. The patient was restarted on eliquis medication the same day and the physician planed a repeat tee in three (3) months.